Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient's charger for their rechargeable stimulator battery said that there was no signal between the charger and the magnetic plate that charged the battery pack. They were curious if they needed a new charger. There were no further complications reported.